Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the user is tough on his chair. States that the seat screw inserts are stripped out to where the screws will not stay attached.